Event description:
It was reported that the patient had the artificial urinary sphincter (aus) removed due to a hole in cuff resulting in incontinence. A new artificial urinary sphincter (aus) was implanted.